Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: kink in the balloon shaft due to packaging; balloon material was bunched towards commander delivery system nose tip; balloon spring is slightly stretching; balloon was longitudinally burst and radially burst at the proximal shoulder of the inflation balloon; and missing balloon material (not returned). Due to the nature of the complaint, no applicable functional testing was able to be performed. Dimensional testing for the balloon burst was able to be performed and revealed that all measurements taken of the balloon single wall thickness met the specification per drawing. Due to the nature of the complaint, no applicable dimensional testing was able to be performed regarding the withdrawal difficulties and system component separated complaint. The complaints were confirmed through visual observation. Imagery was provided and the following was observed: balloon burst and balloon material appears to be bunched towards nose tip. The complaint for "balloon burst" was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as patient information indicated tight calcific aortic stenosis and calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for "system components separates during use distal tip" was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (device manipulation) likely contributed to the event as withdrawal resistance was encountered. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation the complaint for "difficulty or inability to withdraw system through sheath" was confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon was received bunched towards the nose tip. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the deployment of the valve, at the end of inflation, the balloon burst. The valve was well deployed without leakage on ultrasound. During the removal of the system, it was not possible to retrieve the balloon into the esheath+, so it was attempted to remove the whole system without putting the balloon back into the esheath+, but dissection of the right iliac artery was then observed. The patient had a shock with cardiac arrest, and it was attempted a valvuloplasty to occlude the right iliac artery without success. A transfusion was then administered. An emergency vascular surgeon was called, finding serious lesions of the iliac artery with no possibility of rapid repair in a patient in cardiac arrest for more than 30 minutes. It was decided to stop resuscitation and patient passed away. As per the preliminary evaluation of the returned devices, the delivery system balloon had missing material. The esheath+ presented a liner torn 1 cm from the distal tip and distal tip split.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.